Manufacturer narrative:
The reported event was confirmed. The root cause for the reported event is a failed circulation pump. The device was evaluated upon receipt. During evaluation it was found that the device would not fill. Completed the 2000-hour pm procedure on the device. This included the servicing of circulation pump and mixing pump, replacing heater, replacing both manifold o-rings, replacing the drain valves, and replacement of the double bend tube and the chiller evaporator outlet tube. The coin cell in the refurbished control panel was replaced due to age. The arctic sun 6000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated that the arctic sun device display was damaged while at their site. Updated wo to show complaint. Per sample evaluation results on 20jan2025, it was reported that the device was not filling (circulation pump issue). It was reported that the pressure reading was -6.0psi with no pumps running (pressure transducer failure).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated that the arctic sun device display was damaged while at their site. Updated wo to show complaint. Per sample evaluation results on (B)(6) 2025, it was reported that the device was not filling (circulation pump issue). It was reported that the pressure reading was -6.0psi with no pumps running (pressure transducer failure).